Event description:
It was reported that an insulin occlusion occurred during overnight use of an infusion set (inset), which resolved after a supply change, and blood glucose remained in range. Symptoms included no reported adverse clinical effects. Outcomes included no impact on daily activities and no need for medical intervention or hospitalization. Investigation included troubleshooting and user education through phone-based support focused on occlusion resolution and proper supply replacement. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set that cleared upon replacement, consistent with a transient blockage in the insulin path. It was concluded, based on established findings for similar reports, that the cause was likely user- or use-related factors contributing to an infusion set occlusion that resolved with standard corrective actions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.